Event description:
A service order was created in the source system to house the implementation of (B)(4) as the device met the criteria noted within the fco. The ac power module will be replaced and no further investigation is needed.